Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6; h10. The following sections were corrected: b5 for clarification and formatting; b7; d1. Visual inspection of the returned items performed. The size, item number and lot number etching is confirmed on the head however there is no etch to be verified on the bearing per print. The devices were returned no longer assembled with each other. The head has scratches and scuffs on the o.d. The bearing has gouges and scratches present on the top flat surface, inside chamfer, and o.d. Along with scratches inside the i.d. Dimensional inspection was performed and measurements were found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 6 month post-hip procedure, the patient underwent a hip revision due to dislocation to replace the head and bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 802202802 zb 12/14 cocr hd 28mm x +0 67096229. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the initial surgery was performed using a g7 dual mobility (dm) system. A reoperation was later performed due to an intraprosthetic dislocation (ipd). On this occasion, further dislocation occurred. A revision procedure was completed to replace the bearing and femoral head.